Manufacturer narrative:
Investigation summary: bd has been provided with a sample for catalog 307731 lot 1810147 to investigate for this record. Visual inspection of the returned sample presented the tip broken. As a result, bd was able to verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of an imperceptible damage in the barrel tip at the time of use or some strong condition during transport of the product. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that breakage occurred during use with a bd emerald¿ 5ml syringe. The following information was provided by the initial reporter, "the nurse, was going to cuff the gastro-tube. They aspire every 3 weeks. She put the bd emerald syringe in the ¿entrance¿ / ¿injection port¿ and should start to aspire when the syringe tip got off / broke. No force at all (she has done this several times before). She could take the syringe tip out from the ¿entrance¿ / ¿injection port¿, with a pincette / tweezer. After they got the tip out they took another bd emerald, from the same package / lot-number, and everything worked fine. It has not happened before or after."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred during use with a bd emerald¿ 5ml syringe. The following information was provided by the initial reporter, "the nurse, was going to cuff the gastro-tube. They aspire every 3 weeks. She put the bd emerald syringe in the ¿entrance¿ / ¿injection port¿ and should start to aspire when the syringe tip got off / broke. No force at all (she has done this several times before). She could take the syringe tip out from the ¿entrance¿ / ¿injection port¿, with a pincette / tweezer. After they got the tip out they took another bd emerald, from the same package / lot-number, and everything worked fine. It has not happened before or after."